Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant procedure of this annuloplasty ring in the mitral position and after the patient was taken off of bypass, the physician observed moderate mitral regurgitation. The patient was put back on bypass, and the device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the failed repair may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the a nnuloplasty ring. In this case, the device was explanted due to continued regurgitation. The device and native valve were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.